Event description:
Information received with return of the explanted device notes that the patient passed out. The device exhibited inappropriate measured data with the battery voltage being 2.81v and a cell impedance of <1 kohms after an implant duration of 10 years. The patient was 100% paced.